Event description:
The user facility reported that while using a winged infusion set to administer subcutaneous morphine, the nurse noticed leakage and was instructed to remove the device. After removing the infusion set, it was discovered that the needle had broken off. X-rays revealed a needle fragment; estimated to be 1.5cm in length, in the subcutaneous tissue of the pt's left thigh. The winged infusion set had been inserted approx 24 hrs prior to the reported event. The device was being used as an in-dwelling injection port for periodic injections of morphine. The site had been checked during every shift. After consultation, the physician decided not to remove the fragment.